Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be used during a bile duct stenting procedure in the bile duct performed on (B)(6) 2022. During unpacking, it was found that the suture was twisted. The procedure was completed but it was unknown what completed the procedure. A photo of the complaint was provided and showed that the suture was twisted and the push catheter was kinked. There were no patient complications reported as a result of this event. Investigation results revealed the guide catheter was detached/separated, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.

Manufacturer narrative:
Medical device problem code captures the reportable investigation result of guide catheter detached/separated. The returned flexima biliary stent was analyzed, and a visual evaluation noted that the suture was twisted. The push catheter and guide catheter were kinked and the guide catheter was detached. Additionally, the guide catheter exit through a barb. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the guide catheter and push catheter were kinked and the guide catheter was detached and the suture was twisted in the media analysis. It is most likely that user manipulation along the preparation and/or some technique performed to the delivery system caused the kink in the push catheter, once the push catheter was kinked the user may have experienced difficulties to remove the guide catheter, as consequence the user may have applied a different technique that ended kinking and detaching the guide catheter as well. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.